Event description:
A rapidcross balloon catheter was being used to treat the mid sfa. The lesion was 95% stenosed with severe calcification and little tortuosity. The device was removed from packaging per IFU and inspected prior to use with no issues noted. Device was prepped per IFU with no issues noted. It is reported that during balloon inflation the balloon burst (circumferential/radial) at 10 atms. Two inflations had been applied prior to reported burst. The balloon separated upon removal in the sheath. A spider wire was used to capture the balloon material. The spider would not come out of the sheath or the arteriotomy with balloon material attached. The patient was sent to surgery to remove spider with balloon material from the rfa. Patient is reported to be stable. Balloon was inflated with an inflation device (angiodynamic). Contrast/saline was used. Device did not pass through a previously-deployed stent. There was no resistance experienced when advancing the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.